Event description:
It was reported that the nurse stated that they had a patient on the arctic sun device. They just swapped out the device, the first device was needing to be serviced. Nurse stated that they plugged in the foley temperature probe to the device, and it was reading 31.2c. On the previous device the foley probe was reading 36.8c. Nurse stated that they also have an esophageal probe connected to the bedside monitor and it was currently reading 36c. Had nurse flex the temperature cable, nurse confirmed the patient temperature was jumping around. Informed nurse the cable likely had a short in it. Recommended to check with biomed for an extra temperature cable to swap out or swap the cable with another device if necessary. Informed nurse to call back with any issues. Per follow up information received via email on 26jul2023, it was reported that the patient was a male between the ages of 17-18. The temperature probe was not working properly. The nurse reached out biomed and the technician from biomed changed the temperature probe and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak / thermistor wire too weak". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they had a patient on the arctic sun device. They just swapped out the device, the first device was needing to be serviced. Nurse stated that they plugged in the foley temperature probe to the device, and it was reading 31.2c. On the previous device the foley probe was reading 36.8c. Nurse stated that they also have an esophageal probe connected to the bedside monitor and it was currently reading 36c. Had nurse flex the temperature cable, nurse confirmed the patient temperature was jumping around. Informed nurse the cable likely had a short in it. Recommended to check with biomed for an extra temperature cable to swap out or swap the cable with another device if necessary. Informed nurse to call back with any issues. Per follow up information received via email on 26jul2023, it was reported that the patient was a male between the ages of 17-18. The temperature probe was not working properly. The nurse reached out biomed and the technician from biomed changed the temperature probe and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had a patient on the arctic sun device. They just swapped out the device, the first device was needing to be serviced. Nurse stated that they plugged in the foley temperature probe to the device, and it was reading 31.2c. On the previous device the foley probe was reading 36.8c. Nurse stated that they also have an esophageal probe connected to the bedside monitor and it was currently reading 36c. Had nurse flex the temperature cable, nurse confirmed the patient temperature was jumping around. Informed nurse the cable likely had a short in it. Recommended to check with biomed for an extra temperature cable to swap out or swap the cable with another device if necessary. Informed nurse to call back with any issues.